Event description:
"Pt underwent hysterectomy and salpingo-oophorectomy. Postop on pca morphine sulfate. Found unresponsive req. Advanced cardiac life support. Given narcan and transferred to ICU for monitoring." The customer was contacted for add'l info. The pt was receiving morphine. The physician orders for the pca morphine were: loading dose of 4mg followed by a continuous rate of 1mg/hr with a pca dose of 1mg, a 10 minute pt lockout and a 4 hour limit of 30mg. During an unspecified four hours of infusion, it was noted that the pt has received 32mg of morphine (which is within the prescribed parameters). At this time, the pt was discovered to be unresponsive. The house physician and respiratory therapist were called. The pt received an unspecified dose of narcan. Manual ventilations with a bag/valve/mask were performed and oxygen therapy was administered. The pt was transferred to the ICU for monitoring. The pt remained in the ICU for approximately 1.5 days and then was trnsferred to a medical/surgical floor. The pt was discharged home the next day. Though requested, no further info was available.